Manufacturer narrative:
Insulin pump received with no esc and act button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported the insulin pump alarmed button error. Customer reported there were no significant events that occurred prior to alarm. The device was not exposed to moisture or was bumped or dropped. Customer did now know blood glucose level. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.